Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ pen needle was clogged during priming. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ pen needle was clogged during priming. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample was returned from lot. No. 5231422, cat. No. 320177. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.